Manufacturer narrative:
(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative replaced the inspiratory valve, and the unit was returned to service. No report of patient involvement.

Event description:
A 3rd party service representative reported the inspiratory valve was damaged and causing the delivery of high pressures and a loss of mechanical ventilation. There was no report of patient involvement.